Event description:
Report rec'd from abbott international affiliate (abbott spain) that states: "an abbocath t 18 was placed in a 51 yr old female in order to start an intravenous blood transfusion. Four hours after the device was placed, the nurse realized that the dressing around the abbocath was damp with blood. She took away the dressing and realized that the catheter of the abbocath had detached from the device. An x-ray was performed to the pt in order to localize the device and a cardiovascular surgeon extracted it from the forearm." No additional info was available.